Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that during setup of delivery, the customer noted that the insulin pump was gaining time at a rate of over 4 minutes a month. The customer's blood glucose level was 5.7 mmol/l at the time of the incident. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The customer stated that the battery would run out much sooner than expected and they received a replace battery now alarm. The customer stated that the battery was not previously used. The customer informed that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device monitored for three days. No time/clock anomaly noted during testing.